Event description:
It was reported that a pump has a system error 105. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The eval confirmed the reported symptom of system error 105 caused by a partially dislodged connection from the input/output printed circuit board (I/o pcb). The I/o pcb will be replaced.